Event description:
It was reported that the pt was implanted a durom us acetabular component 56/50 p on the left side on (B)(6) 2009. The pt was revised on (B)(6) 2014 due to loosening, pain, elevated cobalt and chromium levels and fluid collection.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for the review. Where lot numbers were received for the devices, the DHR were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and / or the device(s) be returned for evaluation and an investigation resulted becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).